Event description:
Roughly a year after receiving breast implants, I began to exhibit chronic fatigue and hypothyroidism that compounded and I had roughly 40 symptoms by the time I had them removed in (B)(6) 2016. I was never that sick in my life before the implants. Upon removal of my mentor smooth saline implants, it was noticeable they had leaked. Many of my symptoms left but some still remain like hypothyroidism and chronic fatigue. Disabling chronic fatigue still. I believe scar tissue capsule was left behind during explant of breast implants and my body is still in a hyper immune response state. I can't afford a second surgery with a qualified surgeon. I have been unable to work for several years now. My husband supports my family but I wish I could help participate too. My quality of life at my age is more like that of an older female.